Event description:
It was reported that the universal oscillating saw attachment had broken teeth. There was no report of surgical delay or patient injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.